Manufacturer narrative:
I need to replace the z6ms transducer.

Event description:
Z6ms transducer image cannot be adjusted. When I looked at the image, I couldn't fix any angle and it returned to 0. Exam: cardiac there is no injury. Using a different system.